Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
After puncture, the safety protection device was not activated and did not fall off, defective quantity 1. Defective product can be returned, photographs available. Claims need to be settled, complaint response letter is needed, complaint receipt letter is needed.